Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient had good control of urinary frequency, urgency, and urge incontinence until they underwent a partial nephrectomy on (B)(6) 2019. Upon waking from this procedure, their symptoms had returned. It was noted that they turned the device off for the procedure and turned it back on afterwards. The device was interrogated on 2019-08-22 and most programs caused a sensation in their rectum. A new program was made with c7 set to program 3 with an amplitude at 1.6. The loss of efficacy continued on (B)(6) 2019 and the patient was prescribed medications. The event was noted to be resolved without sequelae as of (B)(6) 2020. No further complications were reported or anticipated.